Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided available patient information. Stryker evaluated the customer's device and was unable to verify or duplicate the reported issue. It was noted that the device logged a "too old battery" warning. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted stryker to report that their device stopped compressions and alarmed. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. The customer indicated manual compressions were performed until another device was placed on the patient and compressions continued. This issue is patient related; however, there was no adverse patient outcome reported.